Event description:
Clinical report form received from taiwan. The physician reports that the pt wanted augmentation of the tip of the nose. A skin test was done (lot numbers not provided) and the treatment proceeded. 0.5 cc of collagen was injected to tip of nose in 2000. The pt developed severe swelling, erythema, and pain at the injection site the next day. The physician treated with solumedrol 40 mg. (Rate and route not provided) prednisolene 5 mg. Po three times a day. Skin necrosis appeared one week later. No other info was provided.